Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic ventral hernia repair on (B)(6) 2015 and mesh was implanted. Following the surgery, the patient experienced persistent abdominal pain, diminished bowel motility and bowel obstruction. She was re-admitted to hospital with severe nausea, vomiting, abdominal cramping and abdominal distention on (B)(6) 2015. Medical imaging scans taken revealed hernia recurrence, specifically a paraumbilical hernia containing soft tissue, possibly bowel, and it was noted that free fluid was seen within her pelvis in addition to seroma. On (B)(6) 2016, the patient underwent surgery at hospital for severe hernia recurrence and mesh removal, it was noted that the mesh had not completely incorporated into the abdominal wall and had begun to disintegrate, with a recurrent hernia noted in areas where the mesh had torn and disintegrated and she had an intestinal obstruction. No additional information was provided.